Manufacturer narrative:
(B)(4) investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the delivery system balloon ruptured during valve expansion. The valve was well-seated with no regurgitation. The delivery system was unable to withdrawn successfully through the sheath and a surgical cut down was required. The device is being returned for evaluation. It is believe the root cause of the balloon burst was the balloon pushing up against a piece of calcification.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01296. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a kink was observed on the balloon shaft due to packaging. The delivery system with loader fully inserted through the esheath, was returned locked with approximately 1¿ of fine adjust used. The distal end of the delivery system could not be found in the return packaging. The balloon spring was stretched out and there were minor flex tip gouges. Images pertaining to the reported event were returned and reviewed. It was observed that the inflation balloon burst longitudinally and radially. The nose tip attached to the working length of the inflation balloon had separated from the delivery system. Single wall dimensional inspection of the inflation balloon was performed for the complaint code ¿balloon ¿ burst.¿ balloon single wall thickness measurements were only taken along the longitudinal working length of the inflation balloon. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component. All measurements met specification. Due to the returned condition of the device, no relevant functional testing was able to be performed. Inspections in place during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. No IFU/training deficiencies were identified. The complaint for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed through visual inspection of the returned device. Review of manufacturing mitigation, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformance contributed to the reported event. Per the complaint event description: ¿it is believe the root cause of the balloon burst was the balloon pushing up against a piece of calcification.¿ the balloon burst was slated to have occurred during the tf tavr procedure during valve deployment, when the balloon interacted with native valve calcification. The patient is noted to have ¿aortic valve, tricommissural with severely calcified non-coronary and left coronary cusps and moderately calcified right coronary cusp.¿ an edwards technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. Patient and procedural factors that can contribute to difficulty retrieving the device includes patient vascular calcification/tortuosity, sheath insertion angle, coaxiality of the device being retrieved, delivery system not being completely unflexed before withdrawal, and position of the flex tip on the delivery system before retrieval. In this case if the balloon was burst during valve deployment, this would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. A combination of a balloon burst and withdrawal difficulty could have then contributed to the distal tip, nose tip separation of the delivery system. Excessive force applied in order to withdraw the delivery system could cause the tip to become separated from the rest of the device. As such, available information supports that patient factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since the occurrence rate does not exceed the february 2018 control limits for the trend categories, no corrective or preventative action is required.

Event description:
During pre-decontamination it was discovered that the distal end of the delivery system was missing and the sheath was returned with a split. After speaking with the clinical specialist, it was confirmed that the delivery system "snapped" and the nose cone and balloon completely separated and had to be surgically removed from the patient.